Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient had received a vibratory patient notifier on (B)(6) 2017 for high voltage lead impedance (hvli) values greater than the upper limit; remote transmission via merlin.net on (B)(6) 2017 indicated high hvli. The patient presented to the emergency room on (B)(6) 2017. Upon interrogation of the device, hvli was observed on the right ventricular lead. Lead fracture was noted. The lead was capped and replaced on (B)(6) 2017. The patient was stable post procedure.